Event description:
Fire department had a fire on one of their ambulances. The fire was between the puritan bennett oxygen regulator and the surgex post valve on the oxygen cylinder. The post valve had been turned on and they were adjusting the lpm setting when the fire started. No one was burnt.

Manufacturer narrative:
The investigation into the fire indicates the fire started after the cylinder post valve was turned on and the regulator was being adjusted between the two pieces at the plastic washer. FDA sent out a notification: oxygen regulator fires resulting from incorrect use of cga 870 seal on 6-19-2006.